Event description:
After advancing the stent past the stenosis located in the iliac artery, the physician attempted to retract the stent as to reposition it in the lesion. However, the stent dislodged from the balloon. The physician withdrew the stent delivery system, inserted another balloon catheter and was able to maneuver the new balloon inside the free-floating stent. The physician was able to inflate the balloon and tack the stent up where the lesion was. The physician did not pre-dilate the lesion prior to insertion of the stent delivery system. There was no reported harm to the patient. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well. There is no add'l info regarding pt, lesion or procedural characteristics regarding this event. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.